Manufacturer narrative:
(B)(4). The reported complaint was confirmed;. The field service representative (fsr) confirmed the battery module green charging indicator lamp bulb to be burned out and the green lens missing. The customer left a note for the fsr to check the battery, but did not provide more information, as all diligence attempts were unsuccessful. The battery was checked as part of the preventive maintenance (pm) in relation to the unlit lamp in case of a battery/backup failure, only the lamp bulb was burned out, and the battery and module performed to specification with no issues. The fsr replaced the missing green lens and bulb. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer. No additional action will be taken at this time.

Manufacturer narrative:
Per follow-up with the ccp, she mentioned that she did not think that this was a "complaint" rather normal wear of the equipment. The ccp stated that the issue was fixed, and said she was really busy and did not have time to discuss the reported issue any further.

Event description:
It was reported that the perfusion system's green battery light emitting diode (led) indicator was burnt out and a note to check battery. No other details regarding the nature of this event were provided.